Event description:
The customer reported that there was no fluoro and no x-ray on the system.

Manufacturer narrative:
The ge service rep replaced the snubber assembly then found 'saturation fault' error after a system boot due to a defective hv tank. He replaced the hv tank and low battery pack. The system booted with no errors but an electrical snapping noise was present on the driver pcbs. He replaced the filament driver and generator driver pcbs, and completed the generator calibration. He tested the system boot and fluoro then verified kv tracking in specification. He also verified the battery pack voltage in film mode at 75kv and 200mas. The system operates as intended.